Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, an in-house contour meter was tested with the in-house contour test strips from lot # 9cj3b05a using a blood sample, which gave a satisfactory performance. The lot # involved in the event occurrence was 9cj3b05a. Therefore, sections d2 (common device name), d4 (lot # and expiration date), g1 continued (manufacturing site), h4 (device manufacture date), and h5 (labeled for single use) have been updated with the product information associated with the test strips.

Manufacturer narrative:
A device history record was reviewed for the suspected contour meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that she was in the hospital for an event unrelated to her diabetes. While in the hospital, the customer experienced symptoms of hypoglycemia. The customer was tested in the hospital with her contour meter and a blood glucose reading in the range of 7 mmol/l to 8 mmol/l was obtained. Within 10 minutes, repeat testing was performed with the hospital meter and a reading of 2.4 mmol/l was obtained. The customer was given two bottles of 60 ml glucose drink after which she recovered well. Subsequently, another test was performed and a reading of 5 mmol/l was obtained. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.